Manufacturer narrative:
Device alarmed motor during rewind due to corroded motor home switch. Unable to verify motor position encoder error alarm due to motor error alarm. Device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 145 mg/dl. Device alarmed a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.